Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd q-syte¿ luer access split-septum stand-alone device had foreign matter on the q-syte. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
The corrections are as follows: (B)(4).

Event description:
It was reported that a bd q-syte luer access split-septum stand-alone device had foreign matter on the q-syte. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Observations and testing could not be performed because units were not received for investigation of this incident. The DHR reviews were performed on the sub-assembly lot numbers. 7349601 was manufactured on qfa line 3 starting on (B)(6) 2017 thru (B)(6) 2017. 7349602 was manufactured on qfa line 3 starting on (B)(6) 2017 thru (B)(6) 2017. Review of the DHR¿s revealed that all required challenges samples, set-up and in-process testing was performed per specification in accordance with the quality sampling plans. No quality notification were initiated during the build of this lot number. Probable root cause for this incident is indeterminate. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that a bd q-syte luer access split-septum stand-alone device had foreign matter on the q-syte. There was no report of exposure, serious injury, or medical intervention.